Manufacturer narrative:
The pump has not been returned to animas. . No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose of 383 mg/dl with symptoms of dehydration. During troubleshooting, customer support identified the following training misuse issues: patient admits to using cgm readings for bg treatment decisions. Also noted that site and cart are only changed every 5 days had incorrectly manually calculated dosage; there was an issue with quality of insulin, and the date was set incorrectly. The basal and bolus histories were as expected. Patient remains on pump. This complaint is being reported as the patient experienced hyperglycemia attributed to the misuse issues.